Manufacturer narrative:
Analysis: internal review of qc release data for affected eplex rp2-eua lot 53819373 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record # (B)(4).

Event description:
On (B)(6) 2021, genmark was advised of unexpected positive results, for sars-cov-2 on the rp2 panel tested on (B)(6) 2021. The customer stated the sample was ran in duplicate on eplex rp2 panel; the first run generated no signal for sars-cov-2 and the second run resulted positive for sars-cov-2. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated for both runs, while the second run also included robust dual pad signal for the sars-cov-2. The sample was additionally tested on a comparator method, cobas liat - sars cov & influenza a/b assay, which generated no signal for sars-cov-2. The sample was tested on the eplex rp2 panel for a third time and resulted with no signal for sars-cov-2. The third consumable run performed with robust internal controls and performed as expected.